Event description:
Smartez dosifusor 5ml/hr pump, lot c21c054 exp 2/28/2024, intended to run over 46 hours completed infusion over approximately 30 hours. Total volume on pump was 230ml. FDA safety report ID # (B)(4).